Event description:
It was reported that (1) device was used during a laparoscopic tubal procedure. It was reported by the rep that the surgeon was using the felshie clip applier through the 578sd trocar. The first time the surgeon inserted applier, the small rubber piece fell into the pt. It was retrieved and taken out, along with trocar. Another 578sd trocar was used to complete the case. There was no consequence to the pt.